Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision total hip. It was noticed that a f mdm insert was placed with e mdm liner

Manufacturer narrative:
Corrected data: investigation conclusion reveals that this reported device is not a suspected cause or contributor to the patient's experience and considered concomitant. An event regarding incorrect selection of a adm liner involving an unknown mdm liner was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. Revision surgery took place whereby the adm liner was change to "42 e mdm insert and -2.7/28 head". The mdm liner remains implanted. A full investigation is completed on the adm liner. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision total hip. It was noticed that a f mdm insert was placed with e mdm liner.